Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a compromised force sensor alarm and a motor error alarm during rewind. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed for compromised forced sensor alarm and it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Prime alarm during the displacement test and motor error alarm during rewind due to motor excessive axial play. The insulin pump passed the stop current and run current test. Unable to perform the self-test, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.